Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 84 mg/dl and 553 mg/dl. Customer states she was watching tv and her face started trembling. Customer tested at 84 mg/dl and her husband got her a piece of bread with jelly and half a glass of diet dr. Pepper soda. Customer felt better in four minutes. Customer retested within 10 minutes of the first result at 553 mg/dl. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.